Manufacturer narrative:
Concomitant medical products: product ID 3889, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The trial patient reported that they felt a little ill, and had some pain in their back where the incisions were. It was further indicated on (B)(6) 2017, that the patient was sore from self-catheterizing all the time. The issues were not resolved. There were no further complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.